Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be responding appropriately to button presses. The keypad was intact with no visible damage.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.